Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to charge the battery was due to a physically damaged battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that failed to hold charge. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The investigation determined that the physical damage to the internal battery was due to a battery defect. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the battery defect was due to a component failure in the internal battery main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that failed to hold charge. The device was not in use when the fault occurred; therefore, there was no patient involvement.